Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced access site bleeding upon explant. The patient was treated with albumin. The next day a hematoma developed at the access site and down the patient¿s right arm. The patient also had premature ventricular contractions and bigeminy. One unit of packed red blood cells was transfused. No patient harm was reported.

Manufacturer narrative:
No product was returned for investigation. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The cause of the inflammation and anemia was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.